Event description:
The customer contacted stryker to report that their device experienced a delay in charge time and defibrillation energy is not set to the expected level. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.